Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'upstream occlusion' which was not reproduced during evaluation. Review of the event history log found evidence of upstream occlusion alarms. The cause was determined to be an out of specification ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line alarm. The cause was identified to be an out of specification ultrasonic sensor. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.